Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smartassist system stated the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a cp pump placed to support a 14-year-old male pediatric patient admitted in with congenital history and postop from the fontan surgery. The cp was placed due to cardiogenic shock. The pump positioning was poor at the ventricle wall due to the native anatomy and congenital history. All measures could not rectify the positioning. The pump was placed however there was signs of hemolysis. There was hematuria and reduced urine output. The pump was explanted after 42 hours. The patient survived the procedure.

Manufacturer narrative:
The investigation of hemolysis and positioning issues has been completed. The pump was in improper position but was unable to reposition of the pump away from ventricular wall due to patient's anatomy (congenital heart defect with dorv- double outlet right ventricle). It was unclear if hemolysis was caused by improper position of the pump or other causes since insufficient information were provided. The product and data were not returned for review. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of positioning issue was most likely patient condition related since the patient's anatomy (congenital heart defect with dorv- double outlet right ventricle) causes the pump was unable to be repositioned away from ventricular wall. As noted in the impella instructions for use: impella cp with smartassist system section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ e.4 should have been left blank on the initial manufacturer device report number 1220648-2025-27061 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 reporting contact facility name and fax number were inadvertently omitted from the initial manufacturer device report number 1220648-2025-27061 and were added. H.6 code 2558 was inadvertently omitted from the initial manufacturer device report number 1220648-2025-27061 and was added. H.10 incomplete instructions for use were reported on the initial manufacturer device report number 1220648-2025-27061. The remaining portion of the instructions for use was added.